Manufacturer narrative:
Block b3: exact date unknown, event occurred several years ago from the date the manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads . Upn: m365sc2218500 . Model: sc-2218-50 . Serial: (B)(4). Batch: 18650568.

Event description:
It was reported that the patient experienced inadequate stimulation despite multiple reprogramming attempts. It was also reported that the patient had worsening left leg weakness and pain. All components were explanted and will not be returned per hospital policy.